Event description:
Most recent batch prodigy test strips seem like the strips are stuck together. He stated that after he pries them apart to put into the machine, about 40% will not even take up blood to get a blood glucose reading.